Manufacturer narrative:
The device was returned and evaluated, and there was found that due to damage on ccd unit, e216 (scope communication err) occurs. Additional findings include the following: bending section cover has a scratch, adhesive on bending section cover has a chip, switch 1 is damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed a communication error e-216 during pre-use inspection for a diagnostic procedure which was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to the b3, and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomena "error code e216" and "no image during angulation operation" is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the event date of the procedure. The intended procedure was completed with a similar device. The device was inspected before use.